Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, user was unable to make modifications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not allow user to change the modification located behind the tower door. A field service engineer (fse) checked the configuration in hardware test application and confirmed that the drawer was set as door 4, it was also connected to jumper 4 on the pyxibus printed circuit board assembly control board. All components were functioning properly in diagnostics. However, the application still recognized it as door 2 in the storage space configuration. The customer was able to load medications, but the software registered the loading as door 3 and customer confirmed that there was no error message shown while loading additional cubie pockets. The system functioned as intended after the field service engineer repaired the device.